Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sherpa guide catheter was attempted to be used. There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues. The device was not inspected. The device was prepped with no issues. Resistance was not encountered when advancing the device and excessive force was not used. The device was excessively torqued. It was reported that the catheter was quickly kinked in the middle when it was being torqued in the patient. No patient injury reported.

Manufacturer narrative:
Product analysis: received for analysis was a device in a plastic bag labelled with lot number: 0009528032. A torsional kink was noted on the shaft 17 cm distal to the strain relief. The ID and the od measurements both meet specification. No other deformation was noted to the device. If information is provided in the future, a supplemental report will be issued.